Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the introducer was too close and the stent inadvertently partially deployed into the introducer sheath resulting in the reported stretched stent and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: address updated to (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the unspecified supera stent elongated near the introducer [partially deployed in the introducer and stretched]. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.